Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter and translated to english. The customer stated: "they found it out just before collecting."

Manufacturer narrative:
Changes were made from the original investigation when the sample was received. D.9. Date received by manufacturer: yes; d.9. Device returned to mfg: 2022-07-08. Imdrf annex code b: b01. H.6. Investigation summary: 1 sample and 1 photo were returned by the customer in support of this complaint. Visual examination of the sample and photo was performed revealed embedded fm in the shield. Bd was able to confirm the customer¿s indicated failure mode with the sample and photo provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter and translated to english. The customer stated: "they found it out just before collecting."

Manufacturer narrative:
Investigation summary: bd received 1 photo from the customer in support of this complaint. A visual examination of photo was performed revealed embedded foreign matter in the shield. Bd was able to confirm the customer¿s indicated failure mode with the photo provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd determined the root cause of the embedded foreign matter to be attributed to the production process. Embedded foreign matter is, by its nature, isolated from any specimen, therefore it is a cosmetic defect.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter and translated to english. The customer stated: "they found it out just before collecting."